Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, " no image appeared on the screen", could be confirmed. During investigation on the manufacturing site, a defective suppl cable has been found. Whether this defect has been caused by production, a transport damage or during handling by the user could not be determined. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the ureteroscope provides no image to the screen during the procedure. The surgical team had to use a new device, which worked immediately. No negative impact in state of health reported.